Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported a patient was injected with one syringe of juvéderm voluma® xc into the chin. The patient experienced an ¿occlusion.¿ two days later, the patient reported that one day after the injections they experienced a headache and discoloration.¿ the patient was treated with 8 vials of hylenex®, heat, aspirin and sildenafil. The hcp is planning to prescribe steroids and an antibiotic (abx). Symptoms is ongoing.